Event description:
The customer stated that she was experiencing hyperglycemia. The reported blood glucose reading read "high" on her glucometer. The customer was advised to seek medical attention. The customer was subsequently hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.